Event description:
Pt admitted to hosp with abdominal pain. Hemolysis identified. Ldh = 1,057, hcr 31.9. Previous hct 347 on 7/30. Pt had dialyzed on 8/6 during afternoon. Was admitted early am of 8/7. Dialysis believed to be caused of hemolysis.